Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a tower door failure. A field service engineer communicated with the pharmacist, remoted in and observed their successful recovery and testing of the system multiple times, confirming that the tower was functioning properly. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door failed and would not recover, preventing users from accessing medication for patients. The customer reported that there was a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.